Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege since surgical implantation, patient has suffered symptoms including but not limited to pain, soreness and difficulty walking. It is further alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and conscious pain and suffering. In addition, patient was required to undergo revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege since surgical implantation, pt has suffered symptoms including, but not limited to pain, soreness and difficulty walking. It is further alleged the pt has suffered significant harm including, but not limited to, physical injury and bodily impairment, debilitating lack of mobility and conscious pain and suffering. In addition, pt was required to undergo revision surgery.